Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a right atrial (ra) pace impedance measurement of greater than 2,000 ohms resulting in a lead safety switch. Inappropriate atrial tachy response episodes were observed from what looked to be muscle noise due to unipolar ra sensing. Technical services discussed programming back to bipolar and continuing to monitor. The device remains in service. No adverse patient effects were reported. Additional information was received that it was questioned whether the battery of this pacemaker was depleting prematurely. Disk analysis was requested in which replacement interval was provided. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. A new device was implanted successfully and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a right atrial (ra) pace impedance measurement of greater than 2,000 ohms resulting in a lead safety switch. Inappropriate atrial tachy response episodes were observed from what looked to be muscle noise due to unipolar ra sensing. Technical services discussed programming back to bipolar and continuing to monitor. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a right atrial (ra) pace impedance measurement of greater than 2,000 ohms resulting in a lead safety switch. Inappropriate atrial tachy response episodes were observed from what looked to be muscle noise due to unipolar ra sensing. Technical services discussed programming back to bipolar and continuing to monitor. The device remains in service. No adverse patient effects were reported. Additional information was received that it was questioned whether the battery of this pacemaker was depleting prematurely. Disk analysis was requested in which replacement interval was provided. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a right atrial (ra) pace impedance measurement of greater than 2,000 ohms resulting in a lead safety switch. Inappropriate atrial tachy response episodes were observed from what looked to be muscle noise due to unipolar ra sensing. Technical services discussed programming back to bipolar and continuing to monitor. The device remains in service. No adverse patient effects were reported. Additional information was received that it was questioned whether the battery of this pacemaker was depleting prematurely. Disk analysis was requested in which replacement interval was provided. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. A new device was implanted successfully and remains in service. No additional adverse patient effects were reported.